Event description:
It was reported that the patient was placed a PICC line on (B)(6) 2013 for chemotherapy. On (B)(6), the patient found the catheter was apart from the connector. Lucky, she reported to the nurse immediately, and the nurse removed the catheter.

Manufacturer narrative:
The complaint of catheter breakage is confirmed. It can be assumed a moderate amount of tension had been applied to the catheter. The characteristics of the damage found on the complaint sample are consistent with a tensile strength break in which the elastic strength of the catheter has been exceeded. This implies the device functioned as designed until the complaint incident occurred. During functional testing no leaks were observed. At this time the mechanism of damage is undetermined. Due to the delicate nature of silicone tubing, the user is cautioned to always use care when handling the catheter, excessive tension can cause the catheter to rupture. The product instructions for use (IFU) caution the user to minimize the risk of catheter breakage and embolization by securing the catheter in place. Written and illustrated directions for securing the catheter are provided in the IFU. This may be a user maintenance issue. A lot history review (lhr) of rewg0908 showed no other similar product complaint(s) from this lot number.